Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a catheter break occurred. A direxion hi-flo was selected for use. During the procedure, the physician applied pressure within 1200psi; it was then noted that the catheter broke. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The shaft was microscopically examined. The inspection revealed that the nickel shaft was separated in two locations, 3.5cm ¿ 11cm and 19cm ¿ 27cm from the hub. The inner lumen shaft was kinked at the location of the shaft separations. Due to the appearance of the separated ends, it appeared that the separation was due to tensile overload. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a catheter break occurred. A direxion hi-flo was selected for use. During the procedure, the physician applied pressure within 1200psi; it was then noted that the catheter broke. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.